Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through clinical trial partner 3 that a patient with a 25mm 3300tfx aortic valve, implanted for seven (7) years, four (4) months, exhibited thickened, calcified, and moderate aortic stenosis. The patient to follow-up with cardiologist for further evaluation. No interventions have been scheduled yet.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h2, h6 (clinical code, type of investigation). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through clinical trial partner 3 that a patient with a 25mm 3300tfx valve in the aortic position, implanted for seven (7) years, four (4) months, has shown signs of limited leaflet immobility due to calcification, and moderate aortic stenosis. The patient presented with dyspnea and lightheadness both on exertion. The patient will have a follow-up appointment with the cardiologist in six months, or earlier if symptoms appear, for further evaluation. However, no procedures have been scheduled at this time.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia, coronary artery disease, atherosclerotic vascular disease and carotid disease.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (type of investigation).

Event description:
It was learned through clinical trial partner 3 that a patient with a 25mm 3300tfx aortic valve, implanted for seven (7) years, four (4) months, exhibited thickened, calcified, and moderate aortic stenosis with moderately decreased excursion of the leaflet. The patient to follow-up with cardiologist for further evaluation. No interventions have been scheduled yet.